Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had decreased to 40 mg/dl. Upon arrival the emergency medical technicians (emt) removed the patients pod. The patient was given intravenous fluids of saline and insulin. The emt's were with the patient for 30 minutes. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.